Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for taking 22 units of insulin by mistake. The customer stated that prior to the hospitalization, he had delivered 22 units on his insulin pump while connected, but had not seen any insulin. The customer then drank milk with sugar and glucose tabs and contacted the paramedics. Nothing further was reported.